Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection of the supply bag to the cassette was reported and is a known cause of this alarm; however, the cause of the loose connection is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during dwell two of three of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that the supply bag was leaking because it was loosely connected. The tsr advised and assisted the hp in ending the therapy. The hp would complete the therapy by manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.